Event description:
It was reported that pump experienced malfunction alarm malf 16 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to transition to multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, and explained need to re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.